Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The service technician inserted the main battery into the ventilator and the ventilator went into a reset cycle. An audible alarm was present at the time. Visual inspection of the main flex revealed component jp1 was damaged. Carefusion replaced the main flex to address the reported issue.

Event description:
It was reported by the customer that the unit alarms when the external battery is plugged into the ventilator. While in service, the ventilator went into reset cycle. This reportable issue was discovered while in service, therefore there was no patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.